Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are currently waiting for the return of the device for evaluation. When the investigation is complete a final report will be submitted.

Event description:
It was reported that "immediately after insertion of the catheter, the patient was dialyzed. Due to flow problems, they connected the venous port to the arterial blood line. At that moment, air was entering the extracorporeal system. They noticed it was coming from the luerlock of the catheter. After inspection, there was a crack seen." The device was removed. The patient suffered no ill effects from the event.